Manufacturer narrative:
No product returning for evaluation. Multiple attempts have been made to try and retrieve further event information. Additional reported information indicates that the customer was diagnosed with lactic acidosis. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer had received occlusion alarms. Customer experienced pain in the arm and went to health care provider (hcp). Shortly after arrival to hcp, customer suffered a seizure and elevated blood glucose. Customer self-administered insulin. Another seizure occurred within 20 minutes. Pt was hospitalized, treated with insulin, and discharged to home same day.